Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7119710/7122407.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a full spinal cord stimulator system explant procedure. All explanted device components will not be returned as they were discarded by the facility.